Manufacturer narrative:
Based on the current information provided, the reported cause of the vascular injury and subsequent bleeding was an accidental laceration of the hepatic vein with the tip of the long bipolar grasper. The reported cause of the post-operative consciousness disorder was attributed to post-anesthesia encephalopathy and cerebral ischemia induced by massive hemorrhage. Since the product was not returned to intuitive surgical, inc. (Isi) for evaluation, no further evaluation could be performed for the device. If additional information is received, a follow-up MDR will be submitted. An advanced system log review for the reported procedure was conducted by an isi failure analysis engineer (fae). Per the fae, no related system errors occurred during the surgical procedure that would suggest non-intuitive motion. None of the errors present in the logs pointed to any issues with the universal surgical manipulators. This complaint is considered a reportable adverse event due to the following conclusion: during the lateral resection portion of a da vinci-assisted proximal gastrectomy, the tip of the long bipolar grasper instrument accidentally caught on the hepatic vein, splitting the vessel and causing an unknown amount of bleeding during dehiscence of the liver. In order to control the bleeding, the procedure was converted to laparotomy, and the bleeding was resolved via compression and cautery. The patient is currently in the intensive care unit, receiving care for a consciousness disorder due to post-anesthesia encephalopathy and cerebral ischemia. The original procedure could not be performed as planned. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during the lateral resection portion of a da vinci-assisted proximal gastrectomy, the tip of the long bipolar grasper instrument accidentally caught on the hepatic vein, splitting the vessel and causing an unknown amount of bleeding during dehiscence of the liver. In order to control the bleeding, the procedure was converted to laparotomy, and the bleeding was resolved via compression and cautery. A blood transfusion was administered, but the amount transfused was unknown. The original procedure could not be performed as planned. The surgeon stated that they cut a blood vessel in a place where there is an increased risk of bleeding, and the issue was not associated with the instrument. There was no unintuitive or unexpected movement of the instrument or device. The surgeon has concerns regarding a consciousness disorder due to post-anesthesia encephalopathy, stating that the consciousness disorder is most likely due to prolonged anesthesia time and cerebral ischemia induced by massive hemorrhage. The patient is currently receiving care with "circulatory agonists" in the intensive care unit (ICU), and a neurosurgery consult was performed. The consciousness disorder is still on-going, however, the patient is now able to breath spontaneously. The instrument is not available for return, as the issue was not associated with the instrument.